Event description:
A report was received that the patient will undergo a pocket revision due to ipg migration and discomfort at the pocket site.

Manufacturer narrative:
Additional information indicates that no revision date has been scheduled for the patient. No further action will be taken at this time.

Event description:
A report was received that the patient will undergo a pocket revision due to ipg migration and discomfort at the pocket site.